Event description:
The customer contact reported that during preventive maintenance testing at the user facility the device touchscreen did not respond. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation at the service center found the device touchscreen responded and was able to be calibrated; however, the keys were out of alignment. During a review of the device history button ID: invalid errors were noted. The probable cause was due to dry contamination found on the bottom of the touchscreen connectors caused by fluid ingress. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.